Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
The event of rupture was to confirmed to not have occurred.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported left side "preventative replacement." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, left side "preventative replacement". Healthcare professional later reported, left side rupture. Device has been explanted and replaced.